Event description:
During the procedure, a farawave catheter was selected for use. Atrial fibrillation occurred as a result of progression in the patients pre-existing condition. Radiofrequency re-ablation was performed in the superior vena cava and additional areas. The patient was reported to have recovered. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.